Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-jun-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf. Primary package damaged. Before the procedure, the sterilization package was broken after the carton was opened. A second device was used to complete the procedure. There was no adverse event reported on the patient. Device was not used in patient.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf. Primary package damaged. Before the procedure, the sterilization package was broken after the carton was opened. The device evaluation was completed on 18-jun-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection of the returned device was performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The packaging of the device was not returned for analysis. A picture was sent by the customer showing a hole in the pouch of the device was analyzed; however, it does not provide any additional insight of the issue, the packaging was not returned for analysis; further investigation could not be performed. A manufacturing record evaluation was performed for the finished device lot number, and no internal action was found during the review. The issue reported by the customer was confirmed based on the picture. The potential cause of this issue could not be established conclusively. The instructions for use contain (IFU) the following recommendation: the sterile packaging and catheter should be inspected prior to use. Do not use if the packaging or catheter appears damaged. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).